Manufacturer narrative:
Actual device was evaluated on site by a field service representative on (B)(4) 2011. The initial reporter's occupation was unknown at the time of this report. Additional attempts will be made for this information. Evaluation summary: after further evaluation on site by a field service technician, it was determined that a reducer ring located on a tandem mount boom and single flat panel suspension fell. The investigator concluded that there were several contributing factors that led to the cover falling, all of which can be attributed to installation error. In this instance, a new reducer ring was installed, and re-inspection was completed. The reducer ring is a non-sterile aluminum cosmetic cover that could potentially be located directly over the sterile field. Had the cover fallen at random during a case, the cover would expose a non-sterile component into the sterile field and this could potentially cause a serious/severe health risk. This specific malfunction was identified prior to a procedure and no patients were involved and no adverse events were reported. This type of non-conformance will be monitored for adverse trends. This is not a single use device.

Event description:
(B)(4). It was reported that a metal reducer ring cover fell from the ceiling and almost impacted a medical student in the head. There was no reported patient involvement, and no reported adverse consequences.